Manufacturer narrative:
Other applicable components are: product ID: 8780 lot# serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 5.0 mg/ml dilaudid at an unknown dose via an implantable pump for malignant pain. It was reported that on (B)(6) 2017, the patient was seen in the clinic for a physician check of fluid leak from the spinal incision. The patient was ultimately sent to the emergency department (ed) where the spinal incision was re-sutured. On (B)(6) 2017, the home health hcp reported that the pump site was ¿boggy¿ and felt like there was a fluid collection. The patient did not report a headache (ha). It was stated that the patient did not speak english and was not verbalizing increased pain at the time of the report. There were increases to the pump settings reported to have been performed two times on (B)(6) 2017. There were no applicable environmental, external, or patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting included the home health hcp was advised to contact the physician¿s office. The representative contacted the physician¿s office to report the situation. The situation was discussed with the home health hcp and she was to discuss with the attending. It was stated that there were no interventions taken to resolve the issue. Surgical intervention did not occur and it was unknown if surgical intervention was planned. The issue was not resolved at the time of the report and the patient status was alive with no injury. The patient¿s weight was asked, but unknown. The patient¿s medical history included cervical cancer. Additional information was received on (B)(6) 2017 from a healthcare provider (hcp) via a manufacturer representative. The hcp heard indirectly that another hcp had patients with post-pump implant cerebrospinal fluid (csf) leaks. A patient had csf leaking out the back incision, which was fixed and now had csf accumulating at the pump pocket. The hcp thought there was a serious problem with the ascenda catheter. The hcp stated that the representative was told there have not been any reports of this problem. The hcp stated that it seemed that they were the only implanter who was having this problem. The hcp did not understand the cause of the problem. The hcp had been implanting catheter for more than 20 years without having csf leaks like they¿ve encountered in the past year or so. The hcp acknowledged that they could be the cause of the problem, but they¿ve not changed their implant technique, all that has changed as far as they could tell was the construction of the catheter. Additional information was received on (B)(6) 2017. It was stated that the back incision with leak was re-sutured on (B)(6) 2017. There had been no intervention had been taken for the fluid collection at the pump pocket site. No surgical intervention had been planned at the time of the report. It was stated that the fluid collection had not been resolved. Additional information was received on (B)(6) 2017. Surgical intervention occurred on (B)(6) 2017. Upon examining the catheter and connector, the collet attaching to the spinal segment was noted to be broken. The connector was removed from the spinal segment and from the pump segment. A new connector was attached to the pump and spinal segments. Upon inspection, the leak was identified at the pump connector site. The pump segment with the connector was removed. A new pump segment with an attached connector was placed and connected to the pump. There were no leaks noted. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative on 2017-jul-24. There was not a cause determined. The product would be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative. It was noted that the event was two separate issues with the same patient. The doctor seemed to arrive at the conclusion that it was not as big a deal as he thought.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the product was being returned.